Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported only as (B)(6) 2013. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient was initially implanted in (B)(6) 2013 with synapse instrumentation. Due to poor bone quality and thoracolumbar cervical deviation, the surgeon was unable to properly insert the screws at c4-c5. The patient was returned to operating room on (B)(6) 2014 for revision based on x-rays taken which showed the screws pulling out at c4-c5 resulting in non-fusion. During the revision surgery, the surgeon was unable to remove the synapse top loading transconnector because it was stuck in the transconnector locking screw. Several attempts were made to remove the transconnector using different instruments, as well as removing bone around the transconnector; all attempts were unsuccessful. The surgeon finally removed the transconnector by pulling the screws out of the pedicles on two sides. There was a surgical delay of 60 minutes and the patient was reported as stable. This report is for the second of two locking screws. This is report 11 of 11 for (B)(4).